Event description:
Cracked or broke pivot point.

Manufacturer narrative:
Broken pivot point confirmed in the lab. Abbott standard procedure includes attempting to obtain all required info from the source.